Manufacturer narrative:
Manufacturer report number 1723170-2019-00994 for previously reported information. Additional information received. If information is provided in the future, a supplemental report will be issued.

Event description:
The issue was noted to be caused by corrupted exams being pushed to the navigation system.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was a software failure: interface - o-arm/isoc/c-arm. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. The navigation system was described as unresponsive when opening imaging system procedure. There was no a patient reported to have been involved with this issue.